Manufacturer narrative:
(B)(4). Date of occurrence has been estimated as (B)(6) 2015. The device was returned for evaluation. The reported complaint was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use a 2.5x38 mm xience xpedition rx stent delivery system (sds) foil pouch was removed from the chipboard box and the pouch label did not match the chipboard box label. The foil pouch label indicated a 2.5x28 mm sds and the chipboard box label indicated a 2.5x38 mm sds. The device was not used and there was no patient involvement. A same size xpedition was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.